Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range on this right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. A signal artifact monitoring (sam) episode was stored. Technical services recommended lead evaluation at the clinic. This ra lead remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was surgically abandoned and a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range on this right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there were some stored events due to oversensing of noise. A signal artifact monitoring (sam) episode was stored. Technical services recommended lead evaluation at the clinic. This ra lead remains in service. No adverse patient effects were reported.